Event description:
It was reported that the device needed repair. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scraped downstream occlusion (dso) seal. The event history log showed high alarm errors for ¿cassette not attached properly¿, ¿cassette damaged¿, and ¿downstream occlusion¿ which pointed to a faulty dso sensor. Functional testing found cassette detection problems which also pointed to a faulty dso sensor. The root cause was unknown as no problem was reported. The dso seal, dso sensor, and dso bezel were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.